Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0vyq9, product type: lead. (B)(4). Analysis of the lead (va0vyq9) found that the distal end of the electrode had inadequate adhesive in the slot.

Event description:
The manufacturer representative reported that the patient was implanted with a deep brain stimulation (dbs) system for parkinson's disease on (B)(6) 2015. No abnormality was noticed before using the lead as no inspection was performed before using the lead. During the surgery the lead was implanted on the right side, but there was no response during testing. Stimulation was not felt. The health care provider (hcp) removed the lead from the patient and found there was a pinhole on the thin film and blood entered the lead through this pinhole. The pinhole was on the tip of the lead. The hcp replaced a new lead to complete the surgery and the test result was normal. The surgery was extended 1.5 hours for replacement of the lead. No adverse event was reported and the hcp determined it was a quality issue. The surgery was successful.